Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The device was received and visually and functionally evaluated. During the functional inspection leaking was detected between the connection of thevtubing line and cross spike connector. The reported failure mode has been confirmed. A corrective and preventive action (CAPA) has been initiated to further investigation this reported event. The root cause and action plan will be documented through the CAPA.

Event description:
The customer reported that 8 each screw spike sets had a leak in the spike prior to use. The operator of the product involved is unknown. The product has been used at unknown location. Samples are not available for evaluation. There are no companion samples to be returned. There are no other deficient products used during the event. There was not patient involvement, therefore no patient injury, medical intervention or adverse reaction is associated with this event.